Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial/lot #: (B)(4), ubd: 08-jul-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the lead migrated down half a vertebral body. It was stated that the patient had a fall. Other electrodes were used to program the patient's therapy and the issue was resolved at the time of the report. No patient symptoms reported.